Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stopped about one month prior and was no longer delivering drug. The pt was scheduled for a replacement. At 4 yrs, it was unclear whether it was battery depletion or a true motor stall. The pt said that at the physician's appointment they were able to communicate with the pump. If it was a motor stall, the pt was advised to have the pump sent back for analysis. Additional info has been requested, but was not available as of the date of this report.